Manufacturer narrative:
The field service representative visited the site and determined the scanner stopped moving due to component failure in the drive bar. The necessary components were updated to allow the system to be put back into use and it was confirmed the system was able to complete daily calibration and qa check. Even though there was a potential delay in patient treatment due to scanner unavailability, no patient harm was communicated. Future service calls will be monitored for similar events.

Event description:
The user reported that the drive bar calibration failed and the scanner was stuck in the patient's room.